Manufacturer narrative:
The MFR's service representative performed an on-site investigation. The interconnect cable was reconnected. The system operates as intended.

Event description:
The customer reported that the 7700 system would not produce x-rays. No pt injury was reported.